Event description:
It was reported that a continuous glucose monitor experienced signal loss that was not isolated to a specific responsible device, leading the caregiver to toggle settings and restart without a sensor code, then to replace and start a new dexcom g7 sensor; the new sensor entered warm-up and subsequent reports showed the patient back in range. Symptoms included hypoglycemia with a documented blood glucose of 44 mg/dl. Outcomes included recovery following oral glucose administration with orange juice and no hospitalization. Investigation included troubleshooting and education conducted with the caregiver. Investigation of this case revealed a loss of connectivity with the cgm, with resolution achieved by initiating a new sensor session. It was concluded, based on previously established findings for similar reports, that the cause was user-performed corrective action consistent with standard troubleshooting for intermittent cgm signal loss.